Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (monitor will not power on) was confirmed. Upon receipt the monitor was not communicating properly with the battery, preventing it from powering on properly. The cause was isolated to thermal damage in between the pads of the j1 connector on the ca board. Upon replacing the ca board the monitor passed all testing. The root cause for the thermal damage was unable to be determined. No adverse event resulted from the defective monitor. The patient was issued a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor would not power on properly. The patient was issued a replacement monitor.